Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this patient underwent a surgery unrelated to this pacing system at which time oversensing occurred as a result of the use of electrocautery. The oversensing caused pacing inhibition which resulted in greater than two seconds of asystole for this patient.